Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effects of angina, myocardial infarction, and thrombosis are listed in the xience proa everolimus eluting coronary stent systems instructions for use, as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed, totally occluded, and non-calcified lesion in the mid left anterior descending artery. A 3.5x28mm xience proa stent was deployed successfully without issues per the instructions for use; however, 30 minutes post-deployment the patient experienced angina, st-segment-elevation, and signs of a myocardial infarction. An angiogram was performed and confirmed in-stent thrombosis. Percutaneous transluminal coronary angioplasty, stent implantation, and thrombectomy were performed and antiplatelet therapy was administered to treat the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.